Event description:
The customer reported hemoglobin (hgb) background failures and blood sampling valve (bsv) diluent errors on a unicel dxh 800 coulter cellular analysis system. The customer contacted customer technical support (cts) and a cts representative led the customer through troubleshooting procedures. Tubing leading to the bsv was checked by the customer with no issues observed. Further troubleshooting failed to address the hgb issue, and a service visit was requested. Erroneous patient results were not reported and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on 01/27/2015. The fse confirmed a hgb background failure. He removed the hgb cuvette and cleaned the interior due to film build up. He additionally replaced the three way valve, vl167, for the white blood cell (wbc) bath drain line to the hgb chamber, as the port on the three way valve and the line were occluded. The fse was unable to confirm a bsv diluent issue and did not find any issues with the bsv. (B)(4).